Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-11-30, information was received from a consumer regarding a female patient who had an implantable pump for an unknown indication. Since about 2008, the patient's pump had been empty. Starting in (B)(6) 2015, the patient's right foot and leg were numb. As of (B)(6) 2015, her left foot was also numb. The patient's pump area was like "her insides are twisting around it." The patient reported the "needle" in her back moves up and down; the patient was not referring to the catheter. An attempt to clarify what the "needle" was not successful. The leg numbness had bothered the patient for a while, but she was unable to get a hold of her healthcare provider (hcp). Additional information has been requested regarding clarification of the "needle," the serial numbers for the pump and catheter, the indication for use, diagnostics, actions/interventions taken, troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.